Event description:
It was reported that while creating a burr hole, in the temporal region of the cranium for resection of a brain tumour, that the perforator bit tore the dura. It was also reported that a synthetic dural graft was used to repair the dura. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The perforator bit subject to this MDR was returned for evaluation. The returned bit was measured for cutting edge and flute geometry where possible and these critical specifications were met. The device was visually compared to the print and inspected for manufacturing defects to the cutting edge and flute geometry. No defects were found. No excessive wear was noted that would not have been anticipated. Function of the clutching mechanism was also manually verified as per the IFU and found to be functioning correctly. Testing performed indicated that the device functioned as intended. The IFU has a warning which states "caution should be taken to avoid use in skulls/skull areas which have thin bone (e.g. Temporal and suboccipital areas). Failure to comply may result in serious injury or death". Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.